Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent placement of a ultrathane carey-alzate-coons gastrojejunostomy replacement catheter. The red hub of the device detached at an unspecified time following device placement. The circumstances and handling conditions of the device post implantation are not known. The patient underwent explant and replacement of the catheter. No further information was provided. The device is not available for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of drawing, manufacturing instructions,instructions for use, and quality control data was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. . The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: : ¿while holding the external portion of the catheter with one hand, just proximal to the white suture wing, grasp the suture wing and slide it forward until the black indicator mark on the external portion of the catheter is visible. This will indicate proper expansion of the friction-lock malecot." It is feasible that the user was stabilizing the catheter by holding the red hub instead of positioning his hand just proximal of the white suture wing as required by the IFU. Based on the information provided, no product returned and the results of our investigation, the root cause is most likely related to user technique. We will continue to monitor for similar complaints per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.